Manufacturer narrative:
The technician inspected the slide-off foot section and when it was latched, it could not be removed, unless it was unlatched. The accounts maintenance dept performs preventive maintenance on the bed every year. No problem was found with the bed.

Event description:
The account alleged the pt was in labor on the bed and as she was pushing the foot section fell off the bed, taking her down with it. No injuries were reported.